Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose level was in the 300 (mg/dl) range. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer confirmed that an alternate method of insulin delivery was available.